Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for blood glucose levels over 550 mg/dl. Prior to the event, a friend of the customer went to her home to check on her, and found that she was unresponsive. The paramedics were called, and the customer was taken to the hospital. The healthcare professionals felt that the insulin pump malfunctioned and was not delivering insulin properly. Also found that the cannula was bent. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.